Event description:
Patient reported right side exchange from textured to smooth due to concern with the product and rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side exchange from textured to smooth due to concern with the product and rupture. Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: broken shell. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.